Event description:
It was reported that the patient had a generator replacement in (B)(6) 2019 and is now showing a battery status of 11-25%. The patient was previously seen in (B)(6) and had a battery life of 75-100%. The patient was noted to not have been exposed to any electrocautery/electrosurgery tools during the months between october-december. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.